Event description:
This report is associated to the replacement tube noted in MFR# 2936999-2010-00116. The customer reported that the tube developed a cuff leak during pt use. It was not reported how long the tube was in use before the cuff leak was detected. Replacement of the tube was required.